Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in shell, crack opening on valve. Leak test and microscopic analysis was performed which identified: a curved sharp opening on patch bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, wear abrasion. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.